Manufacturer narrative:
It was reported that the defibrillator capacitor is testing below specifications. There was reportedly no patient involvement. The manufacturer's authorized bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator capacitor is testing below specifications. There was reportedly no patient involvement.